Event description:
Journal reference: deuschl et al. "A randomized trial of deep-brain stimulation for parkinson's disease" the new england journal of medicine; 2006; 355; 9; p.896-908. The article describes the results of a randomized-pair trial of patients with advanced parkinson's disease and severe motor symptoms. The study compared neurostimulation (deep brain stimulation) with medication only. A number of neurostimulation patient complications were reported. Reportable event: one patient experienced an unspecified adverse event related to the dbs surgery. The specific device involved was not specified. Treatment and outcome information was not provided.

Manufacturer narrative:
No medwatch form was rec'd from the user facility; therefore, info on the medwatch form 3500a was completed by medtronic with info from the article. See scanned pages.